Event description:
During the procedure, the patient was re-prepped above the chest line with duraprep by a surgeon. A second surgeon used the bovie to cut the skin which caused a fire on the patient and drape. The md put it out immediately with a lap pad. The burn was 8.5 cm x 3 cm and it was treated with silvadene cream. The cut and coag settings on the esu were 35.====================== health professional's impression======================the durprep did not dry sufficiently.